Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy plus pump over delivered by 8%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of over delivery was not verified. The event log shows indications are, three 20ml bolus tests were performed prior to the pumps return to smiths. The device performed within the +/-6% specification. The expulsor was trimmed in order to bring the device more into the nominal range of the specification. Use testing was performed. The problem source is unknown.